Event description:
A report was received stating that a leak was detected at the cuff of the device after an unk amount of time in use. No incident related med sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.